Event description:
The technician alleged that the brake was not holding.

Manufacturer narrative:
The technician adjusted the brake caster to resolve the issue. Pursuant to our response to warning letter (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.